Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: connector is loose and if camera moves it disconnects. The failure identified in the investigation is consistent with the complaint record. Root cause: damaged transition board the failure mode will be monitored for future reoccurrence.